Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during manual prime. Customer's blood glucose was 416 mg/dl, and treated with manual injection. After troubleshooting, customer was advised that insulin pump was working as designed. Customer would monitor insulin pump.